Event description:
It was found that the siderail was dropping quick when lowering due to a broken siderail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.